Event description:
In review of published literature, these findings were noted. The article discussed results gathering of data in 21 dilated common iliac arteries (18-25 mm) with coexisting abdominal aorta aneurysm, which were treated from 2005 to 2010 and received a gore excluder endograft and one or several aortic extenders in a bell-bottom configuration. Control group consisted of 136 evars performed with the same device in the same time frame. There was no 30-day mortality registered in this group, and only one pt died during followup without relation with the aneurysmal disease. There were no type I and four type ii endoleaks, two of which precised treatment for sac growth. Age (B)(6), gender: male - 94.7%. The article describes that one pt suffered persisted over time type ii endoleak with sac growth. This pt failed embolization procedure and went through open surgery ligation.

Manufacturer narrative:
Further info was requested. Lot numbers were requested. A review of the manufacturing records for the device is being conducted. (B)(6). The published date of the article is (B)(4) 2012. Since no other dates are provided (pts were treated from 2005 to 2010), the date of event will be (B)(6) 2012.